Event description:
It was reported that during pocket revision, upon interrogation the implantable cardiac monitor exhibited backup vvi mode after suspected electrocautery interaction. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.